Manufacturer narrative:
Insulin pump was received with no esc and up button response due to flattened button dome switch. The keypad connector on lcd board was inspected and no anomaly was noted. No dead pump or blank display noted. No damage inside pump noted. Unable to verify for low battery and perform functional check including rewind and basic occlusion, occlusion, prime/delivery, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no esc button response. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump continued to go blank even after battery changes. Customer was not able to clean contacts due to not being home. Customer requested for insulin pump to be replaced. Customer's blood glucose was unknown. Insulin pump would be replaced.